Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 265 mg/dl. The customer was advised that this is normal behavior. The customer reported via phone call indicating that she was hospitalized due to high blood glucose blood glucose. Customer's blood glucose was unknown mg/dl the customer was admitted to the hospital. The customer stated that she had a bad memory and doesn't remember, she did provide (B)(6) 2015 and (B)(6) 2014. The customer stated that when she went in the hospital last time her blood glucose was 460 mg/dl.